Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was squirting insulin out during the priming process. It was also reported that the insulin pump would not stop priming when pressing the act button. Customer's blood glucose reading was reported to be 8 mmol/l. No further information reported.